Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to difficulty urinating and erosion. "This gentleman had an inflatable penile implant placed more than 20 years ago. Over the course of a couple of day, he noticed difficulty with urination and presented to urgent care. He was subsequently found to have a urethral foreign body that had eroded through the distal urethra which was obstructing his urinary channel." During the removal surgery "it was found that there was a large defect in the distal urethra where the cylinder tubing had eroded through." Additional information received states the patient's difficulty urinating began a couple days prior to (B)(6) 2019. The patient was stable following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device analysis: product investigation could not confirm the allegations of dysuria and erosion. No allegation against the device was made. The ams 700 device was visually inspected and functionally tested. A leak was identified in the reservoir attributed to wear. Another leak attributed to wear was identified in one of the cylinders. The other cylinder had a hole in the outer tube attributed to wear at a fold with avulsion. A hole in the fabric was also present, however, no leaks were identified. Product analysis could not confirm the reported events of dysuria and erosion nor a relationship with the identified device malfunctions and the allegations received. Visual inspection and functional testing of ams 700 device could not confirm the reported allegation of dysuria and erosion. A leak attributed to wear was identified in one of the cylinders as well as the reservoir. The other cylinder had a hole in the outer tube attributed to wear at a fold with avulsion. A hole in the fabric was also present, however , no leaks were identified. The product record review confirmed the reported events of dysuria and erosion do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of erosion and dysuria are included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to difficulty urinating and erosion. "This gentleman had an inflatable penile implant placed more than 20 years ago. Over the course of a couple of day, he noticed difficulty with urination and presented to urgent care. He was subsequently found to have a urethral foreign body that had eroded through the distal urethra which was obstructing his urinary channel." During the removal surgery "it was found that there was a large defect in the distal urethra where the cylinder tubing had eroded through." Additional information received states the patient's difficulty urinating began a couple days prior to (B)(6) 2019. The patient was stable following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.